Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing noise resulting in pacemaker inhibition and the delivery of inappropriate atp therapy. Noise could not be recreated with non-invasive manuevers. The shock electrogram is free of noise but did note the presence of an abnormal qrs complex. It was further reported that the patient is very symptomatic with pacing threshold tests.